Event description:
The following was reported by the patient: (B)(6), 2001 - the patient underwent mesh implant in his umbilical area with a bard dart mesh . In 2003 - patient reported a little bump appeared that led to occasional discomfort. In 2010 - the patient reports he began experiencing constant discomfort and bleeding. In 2011 - the patient reported the m.d. Pulled a very small wire from his umbilical area.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports pain and a small bump in the area of the repair and a small wire was removed from the repair site. Currently, medical records have not been provided and the mesh remains implanted. A lot number was provided however a manufacturing review is ongoing. If/when additional information is provided a supplemental report will be submitted. With the currently available information, no conclusion can be drawn.